Event description:
The customer's mother called to report that the customer was experiencing high blood glucose levels. The reported blood glucose reading was 403 mg/dl. The mother also stated that the gray piston inside the reservoir compartment was coming out of the insulin pump. The mother stated that she would be taking the customer to the hosp for treatment of his high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose motor support disk. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime anomaly. The insulin pump passed the displacement test. No drive/motor anomaly was noted.